Manufacturer narrative:
The reported unused device was returned for evaluation in its original unopened package. Label verification and visual inspection were performed. The device packaging was found to have a scratch or tear on the packaging poly material within proximity to the devices' port molding. Dye leak testing was performed and it was found that the dye penetrated areas of the packaging. Due to the appearance and location of the defect, it is likely that the device caused the defects. This is the only complaint that has been received for this lot number and failure mode. A two-year review of complaint history revealed 4 similar complaints, regarding a total of 16 devices. (B)(4). This reported packaging issue was obvious to the distributor, prompting the return of the device for evaluation. There was no patient involvement. Per the instructions for use, the user is advised: the device is sterile and meant for a single-use. If the package is damaged or opened, do not use. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor in (B)(4) reported "damage" on the sterile pouch of this sb-12 device. There was no patient involvement as this defect was discovered during incoming inspection. This report is raised on the basis of a malfunction due to a sterility breach found during the device evaluation.